Event description:
Hospital advised that this occurred on a home pt. The pt woke in the morning and found the administration set had snapped. The pt had lost a lot of blood. Pt was taken to the hospital where pt was put on antiobioctics.